Manufacturer narrative:
No product was returned for investigation. A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported cardiac perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2020-00295, 3005334138-2020-00296. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. During transseptal advancing of the catheter, high pressure was displayed. Additionally, during ablation of the left sided pulmonary veins, high pressure was observed. The patient became hypotensive and an echocardiogram confirmed a tamponade for which a pericardiocentesis was performed to stabilize the patient. The patient was followed in the ccu for observation and was stable when leaving the or. The catheter was indicated as the likely cause, however the cause and location of the tamponade remains unknown. There were no performance issues with any abbott device.